Event description:
Asku

Event description:
It was reported that the device battery prematurely depleted and was replaced before five years. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: changed adverse event to 'yes' and date of death field to 'not applicable'. Evaluation summary: (B)(4) battery depletion-normal.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.